Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that device got damaged by defibrillator when she had the cardiac arrest which was unrelated to the device or therapy. It was stated that device was not working properly. They are considering getting it replace but patient wanted to know compatibility regarding her defib stimulator by manufacturer and the interstim device. Additional information reported later the patient did meet with represent at doctor's office. Who is the gyn that is working with her now. Her device was not damaged and showed no impedances at the time. If she is having clinical issues, representative would be happy to coordinate with the office to investigate the current working status of the device. There were no further symptoms or complications reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from representative indicated that patient called today and asked for a surgeon in the area for her to see because her device was not working properly. The rep reiterated that her device was working properly and no impedances were found when rep saw her previously and that the new doctor could check the device location, work with programming and work with her to restore her therapy. She prefers a female, so rep gave her a few options and ultimately, she is going to reach out to see another doctor. The rep believe they now know the root of her damage statement. While her device was fully functional and in working order with no impedances, her device was not giving a range of battery life and only gave an estimate based on the parameters of the total life span of the product. The rep can have an update once this patient sees the doctor about restoring her benefit and what the current status of her device is from an impedances and function standpoint.